Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrovideoscope had a broken crystal transducer. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked glue around pink rubber, missing thixotropic adhesive on elevator cover a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. In addition, the cause of the cracked glue around the pink rubber and the missing thixotropic adhesive on the elevator cover was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.